Event description:
Middle-aged male with recent lad (left anterior descending artery) lesion and stenosis. Procedure: mitral valve replacement and CABG x 1 (coronary artery bypass graft). The device was loaded and misfired- the pin from one of the silver pieces became lodged in the tip of the gun. Another cor-knot mini used, without known harm to patient. Delay in procedure. Manufacturer response for instrument, ligature passing and knot tying, cor-knot mini (per site reporter). Will obtain.